Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank screen. The unit was triaged and the reported issue was confirmed. The lcd was removed and replaced by a test lcd, the device functioned/displayed properly with the test lcd. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation . All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/3/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found the unit had a blank screen.